Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es, patient medical records were not recorded on the pyxis server. The customer confirmed experiencing a delay in medication dispensing. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist stated that the issue encountered by the customer was a known software-related problem with no current solution or workaround. It has been confirmed that the issue is slated to be resolved in a subsequent software release. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es, patient medical records were not recorded on the pyxis server. The customer confirmed experiencing a delay in medication dispensing. There were no adverse events or injuries reported based on this incident.